Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reset the pump on their own to clear the malfunction. Customer declined to provide information regarding alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.